Manufacturer narrative:
A general reagent problem can be excluded because the qc prior to the event was within range. The sample foam detection (sfd) images provided showed dust on the active gripper wheels. Significant sample quality issues (film and particles, but also bubbles and clots) within the laboratory were identified in the provided images. These sample quality issues led to questionable results. The investigation did not identify a product problem. The root cause was consistent with a pre-analytical issue (sample quality issue). Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer when compared to a different cobas. Initial result: 537 pg/ml. 1st repeat result: 6.4 pg/ml (tested on another cobas). 2nd repeat result: 5.8 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Qc and calibration were acceptable on the day of the event. The alarm trace showed a couple of sample clot detection alarms on the day of the event. The investigation is ongoing.